Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise which resulted in an episode of oversensing was observed on the device. Technical support was contacted and it was suspected that the noise was caused by electro-magnetic interference.(emi). No intervention has been performed at this time. The patient was stable and will continue to be monitored.